Manufacturer narrative:
Unit p-cap locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked retainer, broken belt clip rails, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Alleged reservoir damage was not confirmed. Alleged cosmetic damage was confirmed where cracked retainer, battery cap contact missing, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported battery cap damage, the infusion set show signs of damage, and silicone case is damaged. The customer stated that the location of the damage was at the belt clip rail, case of the reservoir tube side, and the case of the battery tube side. The physical damage to pump's retainer ring. The reservoir able to lock in place when inserted into pump. The customer reported no adverse event. The event involved product(s) mmt-1715kr, mmt-242a, acc-1601, and acc-822bk. Troubleshooting was performed for the cosmetic damage, and the serialized device was replaced. Troubleshooting was performed for the battery cap damaged, and the customer stated that the damage was not on the metal contacts. Troubleshooting was performed for the cosmetic damage, and the damage impacting pump functionality. Troubleshooting was performed for the pump clip, and the non-serialized product being replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1715kr was requested, and the customer's response was that the device would be returned. No product return is required for mmt-242a, acc-1601, and acc-822bk.